Event description:
It was reported that the lens had a mild asymmetric vault. Reposition with capsular tension ring (ctr) and yag were performed. In the surgeon's opinion, the likely cause of the event was fibrosis.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available to evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.